Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 5.4, 1.7. Pt tested on two different lots. On (B)(6) 2011 pt tested at 1pm and got an inr = 5.4 using strip lot 243934. On (B)(6) 2011 pt tested at 3pm and got an inr = 1.7 using strip lot 233708. On saturday he was concerned because he saw blood in the mucus when he blew his nose or coughed. He was taking mucinex and nyquil for his congestion. On sunday he did not notice any blood and was not coughing and the congestion had cleared. He may have taken one tylenol over the weekend, but does not remember when. The first time he tested he rec'd 444 error and commented he did not have enough blood. Pt says his fingers are bruised and sore from testing.